Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is a faulty latch lock sensor. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that in the status screen, latch and lock, will not give both when key is inserted. The device evaluation also revealed a dso seal issue. There was no patient involvement and no patient adverse/harm.